Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had a cracked front case by the coin latch lock. Review of the device data log noted "high pressure" alarms. Functional tests included use testing. A cassette was attached to the pump and once the pump was run it displayed "air in line" alarm messages. It was noted that the pump exhibited fluid ingression. The air detector and the flex strip were replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to fluid ingression.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited air in the line alarm. It was unknown whether or not this occurred during use and interrupted therapy. No adverse patient effects were reported.